Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution extension set had flow issues during infusion. When connecting a syringe to any valve, the solution would not inject the first time causing the syringe to have to be disconnected and reconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.